Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event could not be determined. Based on similar reports, this type of probe breakage is most likely related to the operator's technique. The instruction manual contains several warning statements to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
It was reported to the service center during a laparoscopic hernia procedure, a thunder beat probe broke off into a patient. The physician was able to retrieve the broken piece and complete the procedure with no further incidents using a new thunder beat hand piece (probe). It was reported there was no patient injury or death. The broken thunder beat probe was discarded and not retrievable.